Manufacturer narrative:
(B)(4). The device returned for analysis. All available information was investigated and the reported difficulty and identified inability to remove the gripper line was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported difficulty and identified inability to remove the gripper line in this incident could not be determined. It is possible that the clip delivery system (cds) device experienced compressive forces on the gripper lumens while in the anatomy, resulting in the difficulty to remove the gripper line during the procedure. During the returned device testing, the gripper line was removable with no curves on the device, which indicates that the resistance encountered while removing the gripper line was predominantly a result of curvature placed onto the system. Additionally, curvature on the device as a result of natural patient anatomy may have contributed to constrictive forces/increased friction between the gripper line and gripper lumen coils. The aggregations of forces may have resulted in the reported user experience of difficulty to remove the gripper line; however, this cannot be confirmed. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is submitted as the gripper line was difficult to remove. Although there was no adverse patient effect, there is potential to cause or contribute to injury. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4+. Clip delivery system (cds 60713u136) was deployed on the mitral valve leaflets without issue. During gripper line removal, resistance was immediately met. The other end of the gripper line was attempted and the same resistance was felt. The line was slowly removed for over an hour. The entire gripper line was removed and the clip remained stable and well seated on the leaflets. Another clip was implanted successfully and without issue. The mr had been reduced to 1-2+. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.